Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with photographs of clips that were used during the procedure. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device¿" the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: cholecistectomy original event description in italian: inserendo la clip attraverso un nostro trocar da 5mm si sono probabilmente disallineate le ganasce nel tenere la maniglia nera e quella di plastica. Una volta in addome sono stati fatti 3 tentativi per applicare la clip senza successo sino a che la clip non si é vista nella parte iniziale del meccanismo che le fa scorrere sulle ganasce.la clip non era precaricata completamente e non avanzava correttamente per cui dopo varie manovre di chiusura della maniglia nera contro quella di plastica é caduta in addome. Successivamente si é posizionata una clip.nel terzo tentativo si hanno ancora avuto problemi e si é fatto fuoriuscire la clip dal trocar. Si é provato nuovamente il caricamento ma la clip appariva sforbiciata e non chiudeva correttamente. Dopo vari tentativi la clip é caduta e la successiva si é posizionata oltre le ganasce. Si é aperta una nuova clip per completare la procedura chirurgica del medesimo lotto che invece ha caricato le clip correttamente. Translation into english: inserting the clip applier through our 5 mm trocar, probably holding the black handle and that one black, the jaws misaligned. Once into the abdomen, 3 attempts were made in order to apply the clip but without success until the clip was visible in mechanism that allows the clip to load into the jaws. The clip was not correctly preloaded and it did not advance correctly so, after various attempts to close the black handle and the plastic one, it fell into the abdomen. Afterwards a clip was placed. During the third attempt, there were still problem and at the end the clip was taken out through the trocar. It was tried again to load the clip but it appeared to be scissored and it did not close correctly. After several attempts the clip fell and the next one was placed outside the jaws. A new clip applier was opened in order to complete the surgery, from the same lot, and it worked correctly. Additional information received via email from rep, 8 october, along with some pictures: as described after entering in the abdomen by our trocar ctr03 during a total five cholecystectomy the surgeon tried three times to release the clip unsuccessfully. He tried to release the clip directly with the plastic to plastic movements. The clip finally fall down and they recover it. In a second time the clip doesn¿t load correctly the clip on the jaws. It seems blocked in the anterior part of the loading mechanism and doesn¿t slide on the terminal part pf the jaws. The surgeons suppose that the first time when enters trough the z-thread 5mm trocar the jaws was tampered with the passage since it was quite difficult to insert the clip in. Once the clip was out of abdomen the nurse tried several times to load and release the clips. It seems blocked again, the first clip appears not aligned the second appears as in the photo loaded over the jaws (3-4th photo attached). To continue the procedure the customer open a new clip same lot which seems to haven¿t the same problem. This is the first time he has this problems since he use total five solution with 3 or 4 z-thread trocars and use the universal clip several times. Patient status: no injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecistectomy. Inserting the clip applier through our 5 mm trocar, probably holding the black handle and that one black, the jaws misaligned. Once into the abdomen, 3 attempts were made in order to apply the clip but without success until the clip was visible in mechanism that allows the clip to load into the jaws. The clip was not correctly preloaded and it did not advance correctly so, after various attempts to close the black handle and the plastic one, it fell into the abdomen. Afterwards a clip was placed. During the third attempt, there were still problem and at the end the clip was taken out through the trocar. It was tried again to load the clip but it appeared to be scissored and it did not close correctly. After several attempts the clip fell and the next one was placed outside the jaws. A new clip applier was opened in order to complete the surgery, from the same lot, and it worked correctly. Additional information received via email from rep, 8 october, along with some pictures: as described after entering in the abdomen by our trocar ctr03 during a total five cholecystectomy the surgeon tried three times to release the clip unsuccessfully. He tried to release the clip directly with the plastic to plastic movements. The clip finally fall down and they recover it. In a second time the clip doesn¿t load correctly the clip on the jaws. It seems blocked in the anterior part of the loading mechanism and doesn¿t slide on the terminal part pf the jaws. The surgeons suppose that the first time when enters trough the z-thread 5mm trocar the jaws was tampered with the passage since it was quite difficult to insert the clip in. Once the clip was out of abdomen the nurse tried several times to load and release the clips. It seems blocked again, the first clip appears not aligned the second appears as in the photo loaded over the jaws (3-4th photo attached). To continue the procedure the customer open a new clip same lot which seems to haven¿t the same problem. This is the first time he has this problems since he use total five solution with 3 or 4 z-thread trocars and use the universal clip several times. Patient status: no injury or illness occurred associated with the complaint event.